Event description:
It was reported that the programmer was unable to turn on. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to partly confirm the customer comment that the programmer was unable to turn on. It was noted that the programmer did power on but there was an intermittent spontaneous shutdown after some time. It was further noted that the keyboard front latch and cord bay latch were both broken, the cooling fan was noisy, the paper tray was empty and there was a software update related error code found. All found defective parts were replaced and all other identified issues were resolved. Reloaded and updated software and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.